Event description:
It was reported the pt had received a low battery flag. In addition, the pt reported the ipg had migrated from her back to her side. The pt did not report any discomfort with the migration. The sjm rep met with the pt and was unable to communicate with the ipg. The physician planned surgical intervention at a future date to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.